Event description:
As reported by customer in another country, the hand on the gauge of the encore inflation device did not move when the device was pressurized. The procedure was completed with this device. There was no patient injury. The used device was discarded by the hospital.

Manufacturer narrative:
The device history record for the report lot number was reviewed and no quality issues/manufacturing deviations were noted. No previous complaints have been received on devices from the reported lot number. As the device user has discarded the sample, no failure analysis on the product can be conducted and the complaint is unable to be confirmed. All inflation devices are tested during the manufacturing process for gauge functionality and accuracy.